Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. It was noted that there was a lead slack issue resulting in a lead that appeared stretched. A repositioning attempt was performed, and the helix was unable to be extended. The rv lead was explanted and replaced to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix revealed retracted and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. An x-ray examination revealed the inner coil inside the connector region was over torqued consistent with procedural damage. An x-ray inspection of the helix mechanism revealed no anomalies or distortion of the helix that would have contributed to the helix mechanism issues in the field. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil and helix being clogged with blood and tissue. The reported event of loss of capture was not confirmed. Electrical testing revealed no indication of conductor fractures or internal shorts.